Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following the intraocular lens (iol) implant procedure, patient experienced blurry vision and significant hyperopic outcome. Additional information has been received that the lens was explanted with reason blurry vision. The lens was explanted and exchanged with atiol.